Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and the patient experienced device entrapment that required surgical intervention. It was reported that during an atrial fibrillation case, the octaray catheter became stuck inside the patient's right superior pulmonary vein. After going transseptal and placing the octaray catheter into the right superior pulmonary vein to map, the physician was unable to pull the octaray catheter back out. When the physician was attempting to pull back the octaray catheter, the visualization of the octaray catheter splines were lost, on the carto 3 system. It could not be confirmed if patient anatomy was causing this. Contrast dye was administered to the patient, but they still could not confirm if any patient anatomy was causing the octaray catheter to be stuck. They tried to proceed with nitroglycerin, in order to dilate the veins so they could remove the octaray catheter, but the issue persisted. Patient was taken to the operating room, in order to have the octaray catheter surgically removed. The patient was last known to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.